Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius fst. Aside from the loading and deaeration pressures being slightly out of range, the machine passed all functional checks. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The fresenius fst was unable to identify any problems with the hemodialysis (hd) machine during testing. The 2008t hd machine performed as designed and no problems were detected. Clinical investigation: per the information provided in the intake, a temporal relationship exists between the patient¿s cardiac arrest and hd therapy utilizing the 2008t hd machine. In the absence of a confirmed source from a medical professional, the root cause of the patient¿s cardiac arrest cannot be determined. However, it is well-known end-stage renal disease patients continue to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly due to sudden cardiac events. Additionally, hd patients are at the highest risk for cardiac arrest, predicated on multi-comorbidities that are associated with the hd population. Despite these findings and in the absence of additional information, the 2008t hd machine cannot be excluded as a potential source or contributor to this adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event.

Event description:
A hospital biomedical technician requested a hemodialysis (hd) machine evaluation from fresenius technical services following an event where an hd patient experienced a cardiac arrest during hd therapy on a fresenius 2008t hd machine. Multiple attempts were made to acquire the patient¿s identity, dialysis clinic and details concerning the patient¿s hospitalization, cardiac arrest and disposition following this event; however, no additional information was obtained. Upon review of the information provided at intake, an hd patient experienced a cardiac arrest (stated as ¿coded¿ by the reporter) during an hd treatment on a hospital provided 2008t hd machine (exact date unknown). As a result, a fresenius field service technician (fst) went onsite to evaluate the 2008t machine. The fst found the loading pressure was out of range by 1.01 psi at 26.01 psi (range 23.0 25.0 psi) and deaeration pressure was out of range by -0.7 inhg at -25.7 inhg. All other functional and calibration checks were within appropriate ranges. No further information was provided.

Event description:
A hospital biomedical technician requested a hemodialysis (hd) machine evaluation from fresenius technical services following an event where an hd patient experienced a cardiac arrest during hd therapy on a fresenius 2008t hd machine. Multiple attempts were made to acquire the patient¿s identity, dialysis clinic and details concerning the patient¿s hospitalization, cardiac arrest and disposition following this event; however, no additional information was obtained. Upon review of the information provided at intake, an hd patient experienced a cardiac arrest (stated as ¿coded¿ by the reporter) during an hd treatment on a hospital provided 2008t hd machine (exact date unknown). As a result, a fresenius field service technician (fst) went onsite to evaluate the 2008t machine. The fst found the loading pressure was out of range by 1.01 psi at 26.01 psi (range 23.0 25.0 psi) and deaeration pressure was out of range by -0.7 inhg at -25.7 inhg. All other functional and calibration checks were within appropriate ranges. No further information was provided.

Manufacturer narrative:
Correction: h6 clinical code.